Manufacturer narrative:
The package insert states: precautions: the device is limited to surgeons who are adequately trained in the use of the device through hands-on and educational course work. In all cases sound medical practice is to be followed and the surgeon must select the type of device appropriate for treatment. The patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion. The system can break or loosen as a result of stress, activity, or trauma. Patients with severe hyper-functional habits may have an undesirable outcome. The presence of existing mandibular and/or zygomatic arch screws or screw holes may compromise fixation. Note that placement of the implant in one joint only may result in harmful effects to the joint on the opposite side. Placement of the implant may produce an improper relationship between teeth surfaces that should contact during biting. The patient is to be made aware of surgical risks and possible adverse effects prior to surgery and warned that failure to follow postoperative care instructions can cause failure of the implant and the treatment. The implants remain in the patient, therefore no product will be returned to the manufacturer for evaluation. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of six for the same event; reference reports 0001032347-2017-00467 through 0001032347-2017-00472.

Event description:
The patient reported pain in his jaw and difficulty chewing; he stated he has a feeding tube. He stated he was told by the surgeon that the only option is to take the implants out, but that they can't put anything else in which means his face would sink in.

Manufacturer narrative:
The clinical research operations manager provided insight into the patient's claims. He states that the surgery takes place in the area of the ear canal, which contain branches of the trigeminal nerve; this is normally associated with facial motor limitations. He stated that facial pain and limited range of motion are issues common to the tmj disease state and joint replacement surgery. Based on the latest information provided, the product remains implanted. No product was returned and no functional tests or inspections could be performed. For aforementioned reasons, and due to the fact that pain is a relative condition, the complaint cannot be verified and the most likely underlying cause of this complaint cannot be determined. The instructions for use for warns of the potential for complications. It states in the section titled adverse events: foreign body or allergic reaction to implant components, facial swelling and/or pain, facial nerve dysfunction, ear problems. It also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Because the lot number is unknown, the device history records could not be pulled and reviewed. There are no indications of manufacturing defects. This is supplemental report three of six for the same event. Supplemental reports one through six are reported on MFR #0001032347-2017-00467-1 through 0001032347-2017-00472-1.